Manufacturer narrative:
One epifuse connector was received for evaluation. As a result of observing the connector, it was confirmed that the hinge was broken. Water was injected with a syringe, but no leakage was observed from the sleeve. It is probable that the liquid leaked from the cracked part of the connector. During the kit manufacturing process, 100% inspection is performed on the appearance of epifuse connectors before setting. Therefore, it seems that the hinge part cracked and was damaged when using the epifuse connector. However, the cause and timing of occurrence were not identified. The reported issue was able to be confirmed and the most likely cause it due to the molding design of the product.

Event description:
Information was received indicating that during the use of a smiths medical portex kit, the customer noticed medical fluid was leaking from the sleeve of the epifuse connector. Also the epifuse connector got torn off when opening it. There was no patient injury.